Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experience recharge burden and charging became cumbersome. Thus, the patient did not use the device as much and stopped charging. As such, the ipg because inoperable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.